Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) could not be used with ac power and the battery could not be charged. This occurred prior to use. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit. The power supply has been replaced, the instrument can be turned on normally and the battery is charged, but the battery is found to be old and unable to store power during the inspection process. The quotation is currently available, and the hospital will confirm whether to order it. The instrument is not currently used in the clinic.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) could not be used with ac power and the battery could not be charged. This occurred prior to use. There was no patient involvement, and no adverse event reported.